Event description:
The patient presented with global dysphasia and with right sided weakness. The patient was diagnosed with a left middle cerebral artery infarct and underwent a thrombectomy procedure. It was reported that post procedure, the patient could not follow stage commands. A cognitive assessment was not available due to receptive and expressive dysphasia. The patient is undergoing speech and language rehabilitation. No other information is available.

Manufacturer narrative:
Subject device is not available.

Event description:
The patient presented with global dysphasia and with right sided weakness. The patient was diagnosed with a left middle cerebral artery infarct and underwent a thrombectomy procedure. It was reported that post procedure, the patient could not follow stage commands. A cognitive assessment was not available due to receptive and expressive dysphasia. The patient is undergoing speech and language rehabilitation. No other information is available.

Manufacturer narrative:
The subject device is not available for analysis. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, patient complications are known and anticipated risks associated with these types of procedures and is noted as such in the directions for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to this event.